Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. A review of radiographs provided confirm the alleged event. No revision procedure is planned at this time. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, pain, discomfort or abnormal sensations due to the presence of the device..."

Event description:
On (B)(6) 2020, patient underwent a posterior lumbar interbody fusion procedure at l4-l5 levels. It was reported that the tulip detached from the shank. No patient injury reported nor revision procedure is planned at this time.